Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in the clinic preceding a dialysis treatment. Upon interrogation, the device was found to be in bvvi mode. The device was explanted.